Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnant with her eighth child"). The patient had a medical history of nickel sensitivity. The only concomitant product mentioned was metamizole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 148 days after essure insertion, she experienced rash urticarial ("rash comprising large skin lesions, known as welts, with pruritusq") and pruritus ("rash comprising large skin lesions, known as welts, with pruritus"). Essure was removed on (B)(6) 2016. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), pregnancy with contraceptive device ("pregnant with her eighth child"), urticaria ("urticaria"), dermatitis contact ("allergic contact dermatitis due to sensitisation to nickel salts"), fibrosis ("mild fibrosis in the wall of one of the fallopian tubes"), heavy menstrual bleeding ("menstrual bleeding"), abdominal distension ("abdominal distention"), abdominal pain upper ("epigastric pain"), abdominal pain ("abdominal pain with vomiting"), vomiting ("abdominal pain with vomiting"), rash ("rash with small pimples coming out on her arms"), dyspnoea ("difficulty breathing"), wheals ("generalised wheals"), abdominal pain lower ("left iliac fossa pain"), uterine haemorrhage ("uterine bleeding"), intermenstrual bleeding ("dysfunctional metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), constipation ("chronic constipation") and pelvic pain ("pelvic pain "). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, constipation, dermatitis contact, dysmenorrhoea, dyspnoea, fibrosis, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, pregnancy with contraceptive device, pruritus, rash, rash urticarial, urticaria, wheals, uterine haemorrhage and vomiting to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-feb-2023: quality safety evaluation of product technical complaint. 08-feb-2023: ha reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnant with her eighth child"). The patient had a medical history of nickel sensitivity. The only concomitant product mentioned was metamizole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 8 days after essure insertion, she experienced heavy menstrual bleeding ("menstrual bleeding"). On (B)(6) 2013 she experienced abdominal distension ("abdominal distention"). On (B)(6) 2013 she experienced rash urticarial ("rash comprising large skin lesions, known as welts, with pruritusq") and pruritus ("rash comprising large skin lesions, known as welts, with pruritus"). Essure was removed on (B)(6) 2016. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), pregnancy with contraceptive device ("pregnant with her eighth child"), urticaria ("urticaria"), dermatitis contact ("allergic contact dermatitis due to sensitisation to nickel salts"), fibrosis ("mild fibrosis in the wall of one of the fallopian tubes"), abdominal pain upper ("epigastric pain"), abdominal pain ("abdominal pain with vomiting"), vomiting ("abdominal pain with vomiting"), rash ("rash with small pimples coming out on her arms"), dyspnoea ("difficulty breathing"), wheals ("generalised wheals"), abdominal pain lower ("left iliac fossa pain"), uterine haemorrhage ("uterine bleeding"), intermenstrual bleeding ("dysfunctional metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), constipation ("chronic constipation"), pelvic pain ("pelvic pain "), amenorrhoea ("amenorrhoea") and gluten sensitivity ("probable non-celiac gluten intolerance"). The patient was treated with surgery (essure removal). At the time of the report, the outcomes for allergy to metals, pregnancy with contraceptive device, rash urticarial, pruritus, urticaria, dermatitis contact, fibrosis, heavy menstrual bleeding, abdominal distension, abdominal pain upper, abdominal pain, vomiting, rash, dyspnoea, wheals, abdominal pain lower, uterine haemorrhage, intermenstrual bleeding, dysmenorrhoea, constipation and pelvic pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, amenorrhoea, constipation, dermatitis contact, dysmenorrhoea, dyspnoea, fibrosis, gluten sensitivity, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, pregnancy with contraceptive device, pruritus, rash, rash urticarial, urticaria, wheals, uterine haemorrhage and vomiting to be related to essure administration. The reporter commented: radiological, ultrasound and blood tests performed later showed the correct insertion of the devices and the absence of pathological findings. Diagnostic results (normal ranges are provided in parenthesis if available): [allergy test] on (B)(6) 2015: positive for nickel. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-may-2023: event amenorrhea & gluten intolerance added. Reporter lawyer added. Event onset dates & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to nickel") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("pregnant with her eighth child"). The patient had a medical history of nickel sensitivity. The only concomitant product mentioned was metamizole. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 148 days after essure insertion, she experienced welts ("rash comprising large skin lesions, known as welts, with pruritusq") and pruritus ("rash comprising large skin lesions, known as welts, with pruritus"). Essure was removed on (B)(6) 2016. An unknown time later she experienced allergy to metals (seriousness criterion intervention required), pregnancy with contraceptive device ("pregnant with her eighth child"), urticaria ("urticaria"), dermatitis contact ("allergic contact dermatitis due to sensitisation to nickel salts"), fibrosis ("mild fibrosis in the wall of one of the fallopian tubes"), heavy menstrual bleeding ("menstrual bleeding"), abdominal distension ("abdominal distention"), abdominal pain upper ("epigastric pain"), abdominal pain ("abdominal pain with vomiting"), vomiting ("abdominal pain with vomiting"), rash ("rash with small pimples coming out on her arms"), dyspnoea ("difficulty breathing"), wheals ("generalised wheals"), abdominal pain lower ("left iliac fossa pain"), uterine haemorrhage ("uterine bleeding"), intermenstrual bleeding ("dysfunctional metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), constipation ("chronic constipation") and pelvic pain ("pelvic pain "). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. 0g was the reported birth weight. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, constipation, dermatitis contact, dysmenorrhoea, dyspnoea, fibrosis, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, pregnancy with contraceptive device, pruritus, rash, welts, urticaria, wheals, uterine haemorrhage and vomiting to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.